Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a sponge. The customer reports that a grassy substance was found in the 4x4 gauze. The customer stated that this occurred during a neurosurgery. The customer further stated that no medical intervention was required nor medication administered.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring has requested additional information to determine the method used to remove the pieces from the patient. If additional pertinent information becomes available, the report will be updated.

Manufacturer narrative:
The actual complaint sample was not returned for review; however, one photo of the reported condition was with the complaint. The one photo was evaluated for the reported condition. The photo clearly showed the sponge had been used by the patient. However the grassy contamination could not be seen on the picture. The device history record (DHR) was reviewed for lot# 140000380062x and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Currently the element is bonded by a heated roller that fused the element to the gauze. The heated roller sometimes melts the element around the roller. The element will then burn on the roller and adheres to another piece of gauze. The increase buildup of element off the heated roller may have caused the burnt element to adhere to another piece of gauze. Cleaning is performed every shift. The frequency of cleaning the roller needs to be completed each time the machine shuts down and when a build-up occurs while running the machine. A formal corrective and preventive action was created. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.

Manufacturer narrative:
The complaint report indicated that a returned sample was expected and to date a sample has not been received. This complaint will be re-opened should a sample be returned in the future. The device history record was reviewed for lot # 140000380062x and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. As a potential root cause, currently the element is bonded by a heated roller that fused the element to the gauze. The heated roller sometimes melts the element around the roller. The element will then burn on the roller and adheres to another piece of gauze. The increase buildup of element off the heated roller may have caused the burnt element to adhere to another piece of gauze. As a corrective action, cleaning is performed every shift. The frequency of cleaning the roller needs to be completed each time the machine shuts down and when a build-up occurs while running the machine. A formal corrective and preventive action was created. This issue will be reviewed during the monthly report out for the factory. No changes to the quality control sampling plans are deemed necessary at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.